Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood or tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.

Event description:
It was reported by the clinic that the patient's right atrial (ra) lead was oversensing noise which led to pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition.